Manufacturer narrative:
Concomitant medical products: syringe 1ml; bd syringe 3ml, therapy date: (B)(6) 2019. Patient age and dob requested but not provided, however, the customer stated that the patient was a neonate patient. The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
The customer reported that the patient was to receive an unknown medication. The nicu nurse initiated the infusion using a 1ml syringe via a trifuse tubing set mated to the patient's umbilical venous catheter. The nurse returned later to find that there was residual of the unspecified medication found in the 1ml syringe. Due to this being a repeated issue being experienced in the nicu they decided to trial a 3ml syringe for 24 hours to determine if there is residual left in the syringe while using the larger syringe. After the 24 hour period ended it was found that they were able to infuse the entire dose while using the 3ml syringe, however, it was noted that when the 3ml syringe was initially installed the device stated the available volume was higher than what was available in the syringe to infuse. In discussion with the customer, it was found that they are using compatible bd syringes. Although the devices recently passed preventative maintenance testing, there is a question regarding whether the device calibration could be causing the residual left in the syringes after the infusion is completed. There was no report of patient harm.